Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter. The user was pulling and jiggling the catheter in an attempt to release the clip and noticed that a spring popped out of the handle, so the spring was removed and the clip released from the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of clip difficult to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was missing; however, the yoke had been returned. The slider cover and the cross pin were detached from the slider. A kink was noticed in the control wire. The control wire was separated per design. These failures are likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context.a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2015.according to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter. The user was pulling and jiggling the catheter in an attempt to release the clip and noticed that a spring popped out of the handle, so the spring was removed and the clip released from the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.